Event description:
Per contact, the md had done an esophageal dilatation with the american dilator. When the md threaded the dilator over the guidewire and when he got to the patient's mouth, the dilator did not go far enough. He removed the dilator and the guidewire, put the guidewire into the biohazard box and used a mahony dilator to complete the procedure. The patient was then sent home. The patient returned a few hours later complaining of not feeling well. An x-ray was taken and a 6 - 7 cm piece of the spring tip of the guidewire was noticed in the distal end of the esophagus. The md used endoscopy and a basket to remove the piece. The wire was recovered from the biohazard box and it was noted that the tip had broken off. It is unknown how many uses the guidewrie had or what size dilator was used over it. The patient was kept in the hospital.